Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a., stating that the device attachments were sticking; difficult to remove or insert. It is known that the event occurred during surgery and caused a 5-10 minute delay in the surgical procedure. It is also known that there was no patient or user injury or medical intervention reported related to this occurrence. The device was used during a non-human surgical procedure. No additional information available.